Manufacturer narrative:
The reported event of high impedance and loss of therapy was confirmed. As received, the octrode lead was found with two wires open and failed the functional testing. The open wires could result in high impedance and loss of therapy.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.